Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving hydromorphone 2 mg/ml; dose unknown via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported the pump was flipped. The hcp was unable to access the pump. The hcp did an ultrasound and had x-ray images. The x-ray shows the catheter coming off the "11 o'clock" position confirming that the pump was flipped. No symptoms were reported. Intervention has not been done. The hcp planned to send the patient to the surgeon to do a revision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient had an occasional sharp, zinging pain in her pump pocket when she was bending forward. The cause of the flipped pump was not determined. The patient was referred to the neurosurgeon to surgically flip the pump on (B)(6) 2018 and the patient has an office visit with the hcp on (B)(6) 2018 for evaluation. The issue had not been resolved. The patient had a history of chronic low back pain with intractable pain therapy for years. The device was still implanted and functioning fine without issue. There were no further complications reported at this time.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.